Manufacturer narrative:
Device received with no damage to the reservoir tube noted. The test reservoir p-cap was able to lock in place. Stripped battery cap coin slot noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test, a21 error test and all operating currents tested within the specification. No failed battery test alarm noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm or rewind anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons were sticky and squirts the insulin when filling tubing. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that there was crack on plastic near reservoir and rejected new batteries, rewind was loud to do function more than once on occasion. The customer also reported that the battery compartment was hard to open. The insulin pump will not be returned for analysis.